Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100813000. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100599848. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence and atrophy of the urethra. A surgical procedure was performed during which the 4.5 cuff was explanted and replaced with a 4.0 cuff. The physician reported the cuff was the incorrect size when initially placed and the suspected cause of the recurring incontinence was the cuff was too large. There were no device issues, and no additional information was provided.